Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Only the firing knob side of the stapler was received. The loading unit noted it was fully fired. Upon unloading the loading unit from the instrument, it was noted that the knife blade and cartridge cover were both missing. Functionally, the loading unit was able to be unloaded from the device. Further functional testing was unable to be performed due to the condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if an excessive force is applied to the cartridge. If the cartridge cover is removed and the knife blade is advance, then the knife blade may disengage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device was difficult to unload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device reload did not take out from the body.